Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported they were injected with an unspecified juvéderm® seven years ago experienced severe swelling and pustules between eyebrows, both sides of mouth, cheeks the day after injections. Per patient, "it was very painful & disfiguring for months. It has left me with what they call tethering in my cheeks, scaring around my mouth, & I have what I believe is nerve damage to the area between my eyebrows & also in that spot I still get sores, which I never had before¿, the ¿pain was relentless¿, and ¿the problem between my brows & the scarring on my face is still there¿ ¿between eyebrows, both sides of mouth, cheeks." Patient was injected with botox between the eyebrows a couple of times to ease with the pain. Patient was prescribed with nerve pills. Event is on-going.